Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Medical device: serial number (B)(4), lot number 62703. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a slider would not advance against the xen®45 gts. There was no patient contact. Surgery was completed with another xen. The injector has been discarded.